Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. No report of patient involvement.

Event description:
The hospital reported that, during a case, difficulty in ventilating in both manual and mechanical mode was noted. The clinician reportedly switched the patient to an ambu bag to maintain ventilation. There was no reported patient injury.